Event description:
It was reported that during normal follow-up, non-sustained lead noise due to post-paced t-wave oversensing was noted via egms. The patient was asymptomatic. Programming changes were made, and no further issues were reported.